Event description:
Nellcor received a report of chipping on the locking ring of an 4cfs tracheostomy tube. Caller reported that this has caused the locking tabs that hold the inner cannula in place to break. There was no pt harm reported.